Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that during a total shoulder arthroplasty the vaultlock medium glenoid trial, (B)(4), was used. When the trial was removed the central peg broke away from the trial at the level of the backside surface. The surgeon was unable to remove the broken peg from the patient¿s glenoid.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9236-02pp, batch 1027261630 glenoid trial was received for investigation. Visual inspection identified that the central post had broken from the trial assembly. The fragment generated during the event was not returned for analysis. The observed condition is most likely the result of damage incurred during the removal process.